Event description:
Follow up information received identified the patient's scs ipg was replaced and stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient has been unable to connect with his scs ipg for approximately three months after he underwent an rf ablation procedure. A company representative met with the patient and attempted multiple tries to connect, but a message showed that a problem occurred with the generator that "cannot be repaired." The generator cannot be recovered and would need to replaced.

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure as stated in the event details.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.